Event description:
It was reported that during follow up, instance of oversensing was noted on the rv channel. Device remains implanted. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.